Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead was capped and replaced on (B)(6) due to rising impedance and a suspected lead fracture. The rising impedance had been noted during a previous device check on an unknown date. No lead noise was noted. The patient was fine following the procedure.